Manufacturer narrative:
Additional information: h6 codes updated for lead not returning for analysis.

Event description:
New information received notes lead will not be returned for analysis.

Event description:
It was reported that the patient presented for remote follow up via merlin.net with noise exhibited by the right ventricular lead. No interventions were made. The patient was stable.